Event description:
A patient reported that her husband could not reconnect her electrode belt to the monitor after he had disconnected it to download the monitor. Patient's husband straightened pins, re-connected belt, and device worked properly. Patient continued to use the replacement electrode belt without recurrence until she discontinued use of the device on 5/2004.